Manufacturer narrative:
The hill-rom technical support performed troubleshooting over the phone with the account and determined that the extension cable had to be replaced. Per 7en137105 rev. 7 "instruction guide viking m, l, xl", hill-rom states that if the charger cable is permanently stretched it should be replaced in order to minimize the risk of the cable getting stuck and breaking. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. A replacement cable were sent to the account. Replacement of this part will resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the extension cable had burn traces. The location of the device was (B)(6) at the time of the allegation. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).